Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. One actual sample was received for evaluation. A visual examination of the sample revealed the drip chamber was separated from the tubing. The reported condition was confirmed. Although the reported condition was confirmed, no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter an interlink secondary medication set in which "the tubing dislodged from the drip chamber." According to the report, the set was already primed with bevacizumab (avastin) and when the nurse was preparing to connect this set to the primary, the tubing disconnected from the drip chamber and some of the solution came into contact with the nurse's pant leg. The condition occurred before use. There was no patient/nurse injury or medical intervention associated with this event. No additional information is available.